Event description:
During an af ablation procedure, air bubbles were noted when the volt catheter was inserted into the agilis. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.